Event description:
It was reported that the customer had an a44 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting performed. The customer was advised that since insulin pump has done this two times alarm already in a short time but go to back up plan and we will replaced the insulin pump. The customer declined to troubleshoot for high blood glucose as he is at work.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.